Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'detector broken' which was reproduced during evaluation as a false upstream occlusion. The cause was determined to be an out of specification and failed calibration ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a broken detector. There was no patient involvement. No additional information is available.